Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.

Event description:
Cook medical reported for the customer, "the lead that was targeted for extraction was a st. Jude model 7122q that was implanted (B)(6) 2010. It was being extracted as it was damaged and was causing inappropriate shocks." "After the lead was prepped, the surgeons used an 11 fr evolution r/l with and 11 fr tissue stabilization sheath. The sheath was advance slowly over the head and scar tissue was noted. The physicians advanced the evolution and then tracked over with the steady sheath. The steady sheath was a few cm behind the tip of evolution, and once it was advanced forward, the physician noted a drop in blood pressure and blood in the left pleural space. The device was held in place and a cv surgeon scrubbed in and took over. A thoracotomy was performed and a vessel tear was noted and repaired." "The evolution and tss were removed." The patient is stable, but required cv intervention and a thoracotomy.